Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead dislodged due to suture sleeve anomaly. The lead was capped and replaced. No further information was available.